Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding error 86 being unable to be cleared. The da vinci system was power cycled and the vision side tower breaker was also cycled several times without clearing. After each restart error 86 appeared. The customer elected to bring another vision side tower into the operating room. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced power tray to resolve the issue. The system was verified and ready to use. The power tray was returned for failure analysis and the reported error 86 was not replicated. In logs, error 86 was found indicating the fault confirming the failure occurred in the field. Visual inspection, no issues were found that are related to the report issue. The power tray was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.